Event description:
It was reported that the customer received 'multiple occlusion' alarms during bolus delivery. The customer's blood glucose level was 350-500 mg/dl. Prior to contacting tandem's customer technical support (cts), the customer changed out the infusion site, tubing and cartridge. Troubleshooting with cts found the current cartridge and tubing to be functioning as expected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.